Event description:
It was reported that the 8800 system has a damaged power cord to monitor cart. The system would not power up. No patient injury reported.

Manufacturer narrative:
No service info yet from ge rep regarding this report. Info will be reporter as it becomes available.